Event description:
A caller reported a minimum fill notification while attempting to load a new cartridge into their pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the caller to clean the pneumatic tap area and guided them through properly loading a new cartridge onto the pump. This action resolved the issue, allowing the customer to resume insulin therapy successfully.